Event description:
A peritoneal dialysis (pd) nurse reported the patient went to the emergency room on (B)(6) 2014 for abdominal bleeding, and was also found to have increased red blood cell (rbc) and white blood cell (wbc) counts. The patient was diagnosed with peritonitis due to touch contamination and treated with vancomycin and fortez. This was not cycler related and patient continued with pd therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.